Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that during a patient follow-up visit, a high number of short interval counts (sics) were collected. The lead was reprogrammed and sic events were reduced to within a normal range. The lead remains in use. No patient complications have been reported as a result of this event.